Event description:
--

Event description:
Boston scientific received information that pacing impedance measurements for this right atrial (ra) lead increased from the 350-400 ohm range to 500 ohms. It was reported that the lead appeared lower than the right ventricular (rv) lead on lateral x-ray imaging. An ra lead dislodgement was suspected. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue to monitor the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the stylet wsa returned in the lead lumen, the conductor coils were deformed 175 and 239 millimeters (mm) from the terminal pin, a cut was noted in the lead insulation at 239 mm from the terminal pin from removal of the suture sleeve tie down and the helix was bent. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis was unable to confirm the reported clinical observations.

Event description:
Additional information was received that an invasive procedure was performed approximately seven months later. Upon opening the pocket, a suture was observed on the lead and one on the suture sleeve. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.